Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero pressure rated extension set was separated the following information was received by the initial reporter with the following . It was reported by customer that had two patients where the connector popped off the patient during an infusion.

Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was attached to a male luer and an infusion run was performed at a rate of 125 ml/hr for one hour. No disconnection was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.